Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode, causing the lead to exhibit high bipolar impedance. The reported noise could not be verified. This report is late due to a delay in receiving paperwork.

Event description:
This report is to advise of an event observed during analysis.

Event description:
Additional information, it was reported that during implant the atrial lead exhibited noise. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.